Event description:
According to the even description: pump set at 230 ml/hour. Approximately 125mls left in the bag when the near end of volume alarm raised. No harm reached the patient. The infusion can be given over two hours. Patient did not receive the infusion under one hour, hence no harm to patient. The infusion used was infliximab.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number 04046963716752 premarket submission # k083689, k142596, k191910.